Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of vertical lines on the display was verified and the lcd color cable was replaced to remedy the report. The customer's report of fails self test was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The battery interconnect board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device 's display showed vertical lines and was not legible and failed the self test. Complainant indicated that there was no patient involvement in the reported malfunction.